Manufacturer narrative:
Citation: bouisset f., et al. Late right coronary obstruction following tavr in a degenerated surgical aortic bioprosthetic valve. J am coll cardiol case rep 2019;1:419¿20. Https://doi.org/10.1016/j.jaccas.2019.07.017 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 81-year-old female patient with a previously implanted 21-mm non-medtronic bioprosthetic aortic valve who developed severe symptomatic aortic regurgitation due to valve degeneration. The patient underwent transcatheter valve-in-valve implant of a 23-mm medtronic evolut r bioprosthetic valve (no serial numbers provided). Twenty-four hours post-implant, the patient developed cardiogenic shock with severe biventricular dysfunction noted by transthoracic echocardiogram (tte). Emergent cardiac catheterization revealed right coronary artery occlusion due to the bioprosthesis, which was re-opened by percutaneous coronary intervention and stenting. At seven days post-implant, tte showed normal ventricular function and multi-slice computerized tomography (CT) showed good coronary patency. On 12-month follow-up the patient remained asymptomatic. No additional adverse patient effects or product performance issues were reported.